Event description:
Customer called to report that her insulin pump is cracked, alarmed button error and the keypad is unresponsive. Customer also stated that the numbers are ramping during a bolus. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. No ramping numbers anomaly noted. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).